Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for sterilization. On (B)(6) 2015, patient developed acute pelvic pain and went back to the office for an ultrasound and also to be checked. The essure appeared to be in good placement bilaterally. She went to see an allergist for allergy testing. She was confirmed to be allergic to nickel. She saw the healthcare professional (hcp) again on (B)(6) 2015 and then had a hysterectomy on (B)(6) 2015 in which bilateral tubes were removed. She had no further complaints of the same pelvic pain. Essure was removed. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and on the following day, she developed acute pelvic pain and later on received the confirmation that she was allergic to nickel. After removing essure she recovered from the same pain. Both events are serious due to required intervention and according to essure's reference safety information, they are listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Considering that in this particular case, the temporal relationship is positive, considering the nature of the reported event and also that the patient recovered from the pain after performing a hysterectomy and removed both fallopian tubes and essure, the pelvic pain is considered related to essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the event's nature and positive temporal relationship, causality is assessed as related to essure use. Neither hospitalization nor surgical intervention were reported, hence this case is regarded as non-incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
Follow-up from 16-jun-2015: follow-up attempts were done, with no response to date. Case closed. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and on the following day, she developed acute pelvic pain and later on received the confirmation that she was allergic to nickel. After removing essure she recovered from the same pain. Both events are serious due to required intervention and according to essure's reference safety information, they are listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Considering that in this particular case, the temporal relationship is positive, considering the nature of the reported event and also that the patient recovered from the pain after performing a hysterectomy and removed both fallopian tubes and essure, the pelvic pain is considered related to essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Considering the event's nature and positive temporal relationship, causality is assessed as related to essure use. Neither hospitalization nor surgical intervention were reported, hence this case is regarded as non-incident. Product technical complaint (ptc) analysis concluded that, based on the available information, there is no reason to suspect quality defect of the product. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.